Manufacturer narrative:
Event was reported to have occurred on an unreported date by the end of year 2019. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operations. It was not reported if the patient was hospitalized for th event. On an unreported date, the patient was treated with vancomycin and other unspecified drugs (intraperitoneal, doses, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.